Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed on (B)(6) 2020. During the surgery, the base of the handle (p/n: (B)(4)) which has red umbo broke. The surgery was completed with backup device. It was unknown whether there was any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.